Manufacturer narrative:
The pt's medical history was received and evaluated. Co's conclusion remains the same- the implant is not believed to be the cause of failure. Model and catalog numbers have been corrected.

Event description:
Implant placed 11/30/1995-failed due to no integration-removed 1/16/1997. One person affected.